Event description:
It was reported that during a laparoscopic cholecystectomy, the device closed on tissue and would not open. The surgeon jiggled the device and it was finally removed however it tore the tissue. There was minimal harm to the patient. A 100mm applier was used to complete the procedure by clipping both sides of the tissue where it was damaged. There was bleeding, however, it was not excessive and the patient did not receive a blood transfusion. The procedure did not have to be converted to open; it was able to be finished laparoscopically.

Manufacturer narrative:
(B)(4). The analysis results found that one device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. The device was cycled, fed and formed the remaining clips within manufacturing specifications. In addition, the device locked out as intended. A batch record review was performed and no anomalies were found during the manufacturing process.